Manufacturer narrative:
B7: added medical history. D1: corrected brand name. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) medical center. (B)(6) md. Operative report. Age 62 white female, private patient of dr. (B)(6) indications: this patient is status post low anterior resection for cancer of colon about 1-1/2 years ago. The patient in the last few months developed some incisional hernia, with multiple holes. Patient came today for elective incisional hernia repair. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic, then open incisional hernia repair using sepramesh 15 x 20 cm in diameter, and the repair of serosal tear in the colon. Anesthesia: general. Estimated blood loss: minimum. Drains: one jackson-pratt in the subcutaneous area. Description of procedure: ¿with the patient in the supine position under general anesthesia, the abdomen was prepared and draped in the usual fashion, using a steri-drape. Then an incision was made on the left upper quadrant, and the veress needle was inserted in the peritoneal cavity and the abdomen was insufflated with co2 up to 15 mmhg, and a 5 mm trocar was placed on the peritoneal cavity. Using the scope, there was a lot of adhesions. Other 5 mm was placed in the right upper quadrant under indirect vision. Multiple attempts to free the adhesion was difficult, and there is a serosal tear of the colon at the time, and the decision was to open the patient. So a midline skin incision over the previous skin incision was made from just above the umbilicus all the way down the suprapubic area. The incision deepened down to the hernia sac, which had multiple components, the majority in the left side of the abdomen. The abdomen was entered carefully, and the hernia sac was freed from the surrounding tissue by sharp dissection and was excised and was submitted for pathology. There were some adhesions, which were freed by sharp dissection. The serosal tear of the colon was repaired using 3-0 silk interrupted suture. Then the posterior rectus sheath and the peritoneum was freed from the rectus muscle and from the anterior rectus sheath all around, and the attenuated part of the fascia was excised, and the fascial defect was measured, and a 15 x 20 cm will be adequate for repair of that hernia. The posterior rectus sheath and the peritoneum was closed using prolene #1 continuous suture. All the dressing and the gloves were changed and the mesh was removed and was fashioned to have a slit both in the midline area and the mesh was placed over the rectus muscle, using a tacker all around and supported by suture which is prolene #1 interrupted suture. Then the anterior rectus sheath was closed on top of the mesh using prolene #1 continuous suture. The jackson-pratt was placed in the subcutaneous tissue, and was brought out through a separate stab wound and was sutures to the skin using 0 silk. The skin was approximated using skin clips. Sterile dressing was applied. Patient tolerated the procedure well, went to recovery room in stable condition.¿ (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Symptomatic cholelithiasis. Procedure(s): laparoscopic cholecystectomy with intraoperative cholangiogram. Extraordinarily difficult incisional hernia complicating the case; three times more difficult than the standard due to the multiple extra hours of operating required. Incisional hernia repair with mesh. Anesthesia: general. Implant: gore bio-a mesh 18 x 18 cm. Drains: none. Counts: all sponge, instrument, and needle counts were correct times two. Preoperative note: this is a 64-year-old white female who underwent an open colon resection and developed symptomatic cholelithiasis after recovery. Due to the difficulty of her colon resection, her symptomatic cholelithiasis was treated nonoperatively. She developed and incisional hernia and this was deferred and the incisional hernia continued to enlarge and it was finally decided that surgical approach should be considered. Risks and benefits as well as conversion to open, enterocutaneous fistula, entero-mesh fistula, mesh erosion, mesh infection, and other unforeseen complications were explained to the patient and her husband and consent was obtained. Description of procedure: ¿patient was brought to the operating theater and underwent general endotracheal anesthesia and prepped and draped using chlorhexidine. Access to the peritoneum was gained in the left upper quadrant by using a cutdown technique and the balloon tip trocar. A 5 mm epigastric, 5 mm right upper quadrant, and a 5 mm right flank trocar were all placed. The falciform ligament was mobilized with a harmonic scalpel as well as the upper abdomen adhesions. This exposed the gallbladder which retracted toward the right shoulder. The infundibulum was retracted toward the appendix. Calot¿s triangle was dissected clearly identifying a single artery and single duct. Clips were placed in the cystic duct gallbladder junction and on the cystic artery. A cystic ductotomy was created and through a separate stab incision, a cholangiocatheter was inserted in the cystic ductotomy, the clip was placed. A cholangiogram was obtained which was normal. The cholangiocatheter was removed and two clips were placed below the ductotomy. The artery and duct was transected. The gallbladder was removed from the gallbladder fossa in an antegrade fashion using the harmonic scalpel. The gallbladder was placed in the endobag and brought through the left upper quadrant cutdown site. Pulsavac irrigation was done throughout this upper abdomen. There was no biliary spillage and it was felt safe to proceed to the incisional hernia because of minimal to no biliary contamination. At this point, a couple of hours were spent mobilizing adhesions in a very careful and tedious fashion to avoid either injury to the bowel. No serosal tears were observed and no thermal injuries were created. The entire abdomen was clear to the adhesions and it showed a hernia defect 8 x 8 cm. Inspection of the entire abdominal cavity and all the viscera revealing no evidence of visceral injury. The omentum was found to be in good position. It was felt because the gallbladder had resulted in no spillage and there was no visceral injury, incisional hernia could proceed without complications. The spinal needle sounded the parameter of the hernia defect and this was marked extracorporeally, 5 cm overlapping in all direction revealed 18 x 18 cm. A piece of gore bio-a mesh was brought to the field and cut to the appropriately [sic] size. Stay sutures of #1 tycron were placed. It was brought through the cutdown site and unrolled. The suture passer brought the stay sutures extracorporeally. The protacker tacked the circumference and then stay sutures were placed every 1-2 cm throughout the entire circumference. This gave excellent securing and coverage of the hernia defect. The trocar sites were removed and found to be hemostatic. A #1 tycron and endoclose closed the cutdown site. Pulsavac irrigation was done throughout the abdominal cavity once again and the skin incisions were closed using skin clips. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ product identification records for the alleged ¿gore bio-a mesh¿ were not provided. ??/??/ 2012: [missing records: records for CT scan showing recurrence of hernia were not provided.] (B)(6) 2012: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Procedure: laparoscopic reduction of incarcerated small bowel. Lysis of adhesions. Repair of serosal tear. Placement of 28 x 15 cm gore dualmesh plus. Anesthesia: general. Complications: serosal tear in the mid jejunum with no mucosal injury. Drains: none. Estimated blood loss: less than 80 cc. Indications: this is a 52 [sic]-year-old female who underwent laparoscopic incisional hernia repair with bio-a mesh and now has a recurrence that is enlarging and getting painful, desiring surgical excision. CT scan confirmed this. Risks and benefits of the operation as well as mesh infection, enterocutaneous fistula, entero mesh fistula, mesh infection, bowel injuries, postoperative bowel obstruction and other unforeseen risks, were explained to the patient and her husband. A consent was obtained. Procedure: ¿the patient was brought to the operating theater and underwent general endotracheal anesthesia. Abdomen was prepped and draped using chlorhexidine. Access to the peritoneum was gained using the open technique, making a 12-mm incision in the left upper quadrant, dissecting down and dividing the muscle open and the peritoneum with a snip of the metzenbaum scissors and placing the balloon-tip trocar. We were finally able to tease around and find a clear area in the left flank. We placed a trocar down in the anterior axillary line, and was able to dissect out a little bit bigger area, place another trocar and slowly and tediously worked to expose the left flank and then slowly teased over to the midline. The entire dissection was done with the cold scissors without injury. There was a small serosal tear in the mid jejunum that was sutured closed with a figure-of-eight 2-0 vicryl. The remainder of the small bowel was removed from the anterior abdominal wall to the hernia. The hernia contents, which was incarcerated small bowel, were slowly removed, leaving the hernia sac in place. We were finally able to reduce the hernia contents into the abdominal cavity. I cleared the rest of the incarcerated viscera and the rest of adhesions down. This revealed 3 large hernias. These were sounded with the spinal needle, coalesced and a piece of mesh, 28 x 15, would cover all of this with 5 cm of overlap in all directions. The mesh was brought to the field and had 6 sutures placed. A 12-mm suprapubic and a 5-mm right flank trocar were all placed. The balloon-tip trocar was removed from the left upper quadrant because it was too close to the mesh. The mesh was brought through the 12-mm trocar site in the left upper quadrant and rolled smooth with the left side up. The spinal needle was sound to the abdominal wall. There was a suture passer with the sutures extracorporeally. This gave excellent coverage and overlap. The protacker tacked with circumference and sutures were placed every 1-2 cm around the circumference to give excellent coverage and overlap of the entire hernia defects. The 2 large trocar sites were near the edge of the mesh and these were covered and closed with a suture that was secured at the end. The protacker tacked somewhere in the middle in multiple locations to prevent seroma. The trocars were removed and were found to be hemostatic. A thorough review of the abdominal viscera was done with suction irrigation, revealing no evidence of an injury, leakage or contamination. The remainder of the trocars were removed. The previously placed sutures closed the large trocar sites. Skin incisions were closed with running monocryl. The patient was transferred to he [sic] recovery room in stable condition.¿ product identification records for the alleged ¿gore dualmesh plus¿ were not provided. (B)(6) 2013: [missing records: records for CT scan showing ¿gas forming organism stigmata in the tissue planes¿ were not provided.] (B)(6) 2013: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: infected abdominal wall and mesh. Postoperative diagnosis: gas-forming organism, infection of skin, subcutaneous tissue, fascia, muscle, mesh, and preperitoneal fat of abdominal wall. Surgery: radicle debridement of skin, subcutaneous tissue, fascia, muscle, and mesh of abdominal wall. Debridement area of 60 cm x 30 cm. Removal of two previously placed abdominal wall meshes with all foreign body including tacks and stitches. 6 liters pulsatile lavage. Placement of wound vac (kci). Antibiotics: vancomycin, cipro, and clindamycin. Anesthesia: general. We will place an arterial line and a central venous line. Anesthesiologist: philip stotts. Packed red blood cells 2 units. Crystalloid approximately 6 liters. Abdominal wall fluid and tissue for culture and sensitivity, gram stain and quantitative and qualitative analysis. Gram stain results: gram-negative rods and gram-positive cocci. Correct count time two. Estimated blood loss: 500 to 800 cc. Complications: none. All sponge, instrument and needle counts were correct x2. Indications: this is a 66-year-old female who has had over last couple [illegible] abdominal wall procedures for hernia repair. The most recent being [illegible] well. She manages at internal medicine office in (B)(6) [illegible] follow up at her discharge was under close observation [illegible] day-to-day basis. The patient reported having history of [illegible] diverticulitis. She reports no sick contacts. Approximately [illegible] cleaning and approximately a week after that, she began [illegible] worsened markedly. Approximately a week ago, she [illegible] some time in bed. Several days ago, the patient was [illegible] her mother fell and the patient twisted or contorted [illegible] couple of days, the patient has been using a heating [illegible] and the heating passed [sic] caused severe burns to her [illegible] patient continued with her malaise and fatigue and [illegible] and ordered a white blood cell count, which was quite [illegible] showed gas forming organism stigmata in the tissue planes [illegible] fascia and throughout the subcutaneous. He contacted me and we have evaluated [illegible] prepared her for surgery.¿ [handwritten note stating ¿was not helping mother¿ covered large portion of record.] A long discussion with the patient and her husband regarding the options and treatment plan. I explained to them the possible morbidity and mortality of this. I explained to them the multiple planned surgeries that are likely to ensue, possible etiologies being hematologic spread, direct spread, unknown etiology, or an indolent smoldering infection since her last surgery versus diverticular contamination or an enterocutaneous fistula. They demonstrated understanding of all this, the risks of emergent surgery and the potential complications and consented. The patient was transferred to the emergency room at (B)(6) hospital where she received vancomycin and ciprofloxacin IV fluids. She was transferred to (B)(6) where she received clindamycin and was prepped for surgery. Findings: ¿gas-forming pus that appeared to center around multiple abdominal wall masses with tracts of pus in all directions involving the skin, subcutaneous tissue, fascia, and muscle. There appeared to be tracks of this infected mung that went from the most posterior extent on the right and the most inferior extent in the midline and there was no involvement of the peritoneal cavity. The peritoneal cavity, which was inspected in several places was found to be pristine without even ascites or any inflammatory processes.¿ procedure: ¿the patient was brought to the operating theater and underwent general endotracheal anesthesia, prepped and draped using chlorhexidine. Anesthesia placed a central line in the right internal jugular and an arterial line. Incision was made down the midline and drained a large abscess cavity that contained air and malodorous fluid that was aspirated and sent for microbiologic analysis. Culture swabs were obtained. The wound was opened up and it was found to contain infected mung and this was this was [sic] debrided down to the fascia. The fascia had disintegrated as did the muscle of the rectus and the gore dual mesh plus mesh was visualized superiorly and a form of prolene mesh was visualized inferiorly. These were obviously involved and contained within the pus. There were bubble of air coming in all areas of the mesh. Using a #10 blade, we sharply debrided the abdominal wall including the skin and subcutaneous tissues, camper¿s fascia, scarpa¿s fascia back in all directions until we had a noninfected tissue. The tissue that was infected was still viable in various locations except right immediately at the infection. The infection placed did not seem to adhere to the tissue planes and did not appear consistent with a necrotizing fascitis that is classically described. At one point, we debrided all the way back to the posterior axillary line on the right side and down to the pubis inferiorly. Once the abdominal wall was debrided, we began to work on the fascia. The fascia was obviously dead, as was the underlying rectus muscle and the majority of this was debrided from an area of 3 to 4 fingerbreadths below the costal margin down to the hypogastric region. This took us down to the mesh. The mesh was floating in pus and the mesh was removed from the abdominal wall as were all the tacks and stitches that were observed. There were prolene, ethibond, and gore sutures of all the different mesh repairs and these were removed. In multiple locations peritoneal cavity was visualized because the peritoneum was removed due to involving preperitoneal fat. The viscera was pristine and did not appear to contain any infected material. No ascites and I deduced from this that the abdominal cavity was not involved. I elected not to open the abdominal cavity and formally explore the contents due to the number of adhesions that were obviously involved. The CT scan did not demonstrate any abdominal cavity involvement either and I feel that this could be done if it was dictated at a later operation. The bovie electrocautery was used for hemostasis in all of the areas. We finally got the debridement finished of skin, subcutaneous tissue, fascia, muscle, and it measured 60 x 30 cm. 6 liters of stryker irrigation was done pulsatile throughout the wound and there was no other infected material left. No necrotic debris was left and no ischemic tissue appeared to be left as well. Cautery was once again used for hemostasis. The patient was doing quite well from a hemodynamic standpoint other than having a fever. She had hemodynamics. Black sponges were brought to the field, cut to fit, in a collagen type pattern these were place along the abdominal wall as well as an ioban and two aspiration tubings where the wound vac was then attached to get good suction at 150 mmhg. The patient was extubated in the operating room and transferred to the recovery room in guarded condition.¿ (B)(6) 2013: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the 08/21/13 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions¿ d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use also warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 010090710. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) medical cnter. Implant record. Implant/manufacturer: mesh dual hernia plus 20x30x1. W. L. Gore. Lot#: 10090710. Cat #: 1dlmcp07. Size/exp date: 10x30. 01/31/15. Quantity/site: 1. Abdomen. Comment: gore dual mesh plus. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/10090710) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) medical cnter. Implant record. Implant/manufacturer: mesh dual hernia plus 20x30x1. W. L. Gore. Lot#: 10090710. Cat #: 1dlmcp07. Size/exp date: 10x30. (B)(6) 2015. Quantity/site: 1. Abdomen. Comment: gore dual mesh plus. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/10090710) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal requiring an additional surgery. Additional event specific information was not provided.